Manufacturer narrative:
H6- investigation conclusion code should be "67 - no problem detected" rather than "4315 - cause not established" in supplemental report 1.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high pacing impedance. As received, a partial lead (only distal portion) was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the distal portion and applying the torque directly to the inner coil at the cut end, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of dislodgement and high pacing impedance were not confirmed. Electrical testing of the partial lead was normal.

Event description:
It was reported that during implant the lead dislodged was confirmed diagnostic imaging, high pacing impedance and failure to extend was noted on the right ventricular (rv) lead. The physician elected to not to use the rv lead and use another the rv lead. The patient was in stable condition.